Event description:
During the procedure, dripping was noted from the agilis sheath. The catheter was not inserted, only the wire. The sheath was replaced but dripping occurred again, though it was less. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.